Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the analog pcb assembly caused several event codes to be logged into the device's memory and the device not to recognize a patient connection to charge and shock defibrillation energy. Physio-control then further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to the dual +10v/-10v voltage regulator, designator u35 on the analog pcb assembly, not having any output voltages.

Event description:
It was initially reported to physio-control service representative that the customer's device showed a service wrench icon in the readiness display after the customer replaced the charge-pak and the electrodes. Upon evaluation of the device, physio-control observed that the device would not recognize a patient connection to charge or shock defibrillation energy. There was no patient use associated with the reported event.